Manufacturer narrative:
D3/g1: gu9 8ql.

Event description:
It was reported that the patient was admitted to the hospital with a stomach ulcer and required additional intervention. The patient was treated with therasphere on (B)(6) 2025. Imaging performed during and after the therasphere procedure did not reveal extrahepatic deposition of therasphere. On (B)(6) 2025, the patient was admitted to the hospital with a stomach ulcer. The patient had a naso-jejunal tube placed to feed and a drain implanted to fistulize to the left liver. The relationship between the ulcer and the therasphere device or procedure was unknown.